Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, the drill bit seized up inside a nav lock device when used with the power ease handpiece. The connection point on the drill bit appears too large for the connection in the nav lock. It became stuck and 'cold welded' together inside the nav lock. We opened two drill bits, both of which had the same issues. Only when we opened a 3rd drill bit the procedure was continued. The 3rd drill bit performed as expected. There was delay of roughly 30-45 minutes occurred as a result. There were no patient symptoms reported. No further complications reported regarding the event. Additional information received stating the procedure performed was navigated posterior cervical fusion (pcf). Both instruments were brand-new out of the sterile packaging.

Manufacturer narrative:
H3: product analysis of part # nav3606010, lot # ca24j256. Visual and microscopic examination did reveal galling on the outer diameter of the shaft of the driver. The damage/galling appears to have been caused by the bending of the drill when under a load when attached and spinning in the tracker. ¿this regulatory report is being submitted due to retrospective review.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.